Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 4pm. As part of the patient's diabetes regimen, the patient claimed she is on an insulin pump. It is known if the patient took any action regarding her diabetes regimen at the time the alleged issue began. At an unknown date/time, the patient reported she felt ''unaware''; however she was not able to specify if this occurred before or after the alleged issue began. The following day at 10:20am, the patient reported she self-treated with food/drink. According to the patient, no other blood glucose device was used. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walk through a retest; however the alleged issue was not resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of ''unaware'' does not meet lifescan's criteria of a serious injury. In addition, the patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.